Event description:
The customer reported being hospitalized due to low blood glucose of 24mg/dl. The customer stated that she was told her to discontinue the use of the insulin pump and revert to back up plan. Troubleshooting was performed. The caller mentioned that the programming may have been a little off, and she requested assistance on how to change the programming to avoid over deliveries. Advised the customer to contact his doctor for programming changes. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.